Event description:
It was reported that during a supply change the connector on the ilet broke at the top and a fragment remained lodged in the device, and the patient required troubleshooting to remove the broken connector and proceed with an infusion set and insulin change. Customer care agent provided support which included troubleshooting guidance to remove the broken connector from the device. Investigation of this case revealed that the broken connector was removed using common tools and the device was able to proceed with a new supply change. No symptoms reported during the event. Outcomes included no injury, no medical intervention, and successful resolution at home. It was concluded that the event involved a cracked connector component with no clinical impact and the device remained usable after removal of the broken piece.